Event description:
Physician and rn reported a problem with threading the guidewire through the triple lumen catheter that the physician was attempting to put into the pt. The physician described that the guidewire would not thread from one end of the catheter to the other as if the lumen was not patent. The physician removed the catheter from the pt, opened another kit, and was able to successfully place the second catheter. No adverse pt events occurred as a result of the incident.